Event description:
On (B)(6) 2013 the patient contacted animas alleging that he has had elevated blood glucose (bg) since starting on his replacement pump and he wanted to be sure his settings were correct. The patient noted that he programmed the replacement pump settings himself by referencing the user guide and his bgs have gone up to "hi" (> 600mg/dl) with sleepiness and "not feeling normal". The patient stated that he spoke with his healthcare provider (hcp) twice today and was instructed to take an injection if his bg was high. Customer technical support (cts) reviewed the pump with the patient. Per the bolus history, the patient had given an ezbg bolus. Troubleshooting indicated that the insulin on board (iob) feature in the previous pump had been set to "off" but in the replacement pump was set to "on". Cts instructed the patient in turning the iob feature off and advised the patient to contact his hcp regarding the iob setting. The patient reported being on medication for depression but stated he has been on these medications for quite a while. The patient's bg at the end of the call was reportedly 165mg/dl with no symptoms. Cts advised the patient that stress can elevate bgs, and also that the iob feature being turned on in the replacement pump could also lead to elevated bgs since the patient had not previously been using that feature in the previous pump. There is no indication of a pump malfunction and the patient has reportedly continued insulin pump therapy. This complaint is being reported because the patient allegedly experienced hyperglycemia while using insulin pump therapy with use error as a cause or contributor.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.